Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for all of the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
He devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient complains of pain in the groin area. Surgeon suspects potential troch bursitis. (B)(6) 2011 - litigation papers were received. They allege that patient has been experiencing severe pain, discomfort, and inflammation in the thigh and groin due to large amounts of metal ions and particles being released into patients blood. Patient also experiences a popping and snapping sensation in the hip joint when walking or moving to and from a sitting position. Additionally, patient experienced loss of mobility. Due to patients chronic pain, discomfort, and other symptoms, patient will likely undergo revision surgery to replace the implant.

Manufacturer narrative:
(B)(4).